Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported " intracapsular rupture", "periprosthetic fluid" and "changes in palpation". This record is for the right side. Device remains implanted.